Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the circumfex (cx) artery. The samarui guidewire was introduced and advanced through the guide. When the wire got into the cx, it appeared some of the tip was not radiopague or was fractured. The wire was replaced and the procedure completed with another of the same device. No patient complications were reported.